Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a pediatric ilet user experienced unexpected insulin depletion from the pump cartridge and recurrent hyperglycemia, with logs showing repeated use of the fill tubing function between supply changes that corresponded with high glucose periods; education was provided to use fill tubing only to prime or clear visible air when disconnected, and the family reported improved insulin longevity after stopping unnecessary fills. Symptoms included hyperglycemia without physical complaints. Outcomes included no outside assistance and no medical intervention. Investigation included engineering log review and user follow-up. Investigation of this case revealed repeated non-therapeutic priming events consistent with unintended insulin delivery loss rather than therapeutic dosing, and subsequent improvement after education supported user technique as a contributing factor; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was use error with cause otherwise unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.